Event description:
It was reported that bd posiflush normal saline syringe had discolored solution. The following information was provided by the initial reporter: "when the outer package is not opened in the thoracic surgery, yellow liquid is found in the tube, can be returned".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush normal saline syringe had discolored solution. The following information was provided by the initial reporter: "when the outer package is not opened in the thoracic surgery, yellow liquid is found in the tube, can be returned."

Manufacturer narrative:
H.6. Investigation: it was reported there was a yellow liquid is found in the tube. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe in its packaging flow wrap. The solution has discoloration and no other defects or imperfections are observed. A device history record review was completed for provided material number 306595, lot number 1169078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.